Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. No issues were noted with the profile of the shaft polymer extrusion. The hypotube was broken 218mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x20mm promus element ¿ stent was selected however it was noted that the shaft of the stent was kinked. The procedure was completed with another of the same device. No patient complications were noted and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x20mm promus element ¿ stent was selected however it was noted that the shaft of the stent was kinked. The procedure was completed with another of the same device. No patient complications were noted and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).